Event description:
Burns with blistering on head where it was touched by high flow nasal cannula tubing. Born at (B)(6). Has been in the nicu since birth. Baby has been on this device for some time after weaning from CPAP. Awaiting trach in anticipation of discharge in not too distant future.